Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sep2019. The product support provided assistance over the phone to the customer. The customer replaced the flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during performance verification testing, the ventilator failed the air delivery/ air flow accuracy test. The ventilator was not in use on a patient at the time of the event occurred.